Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device had component damage, a sticky trigger, the motor was damaged ¿ will not run, was worn, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check oscillation frequency, check the function of the device, check for sticky trigger, check the saw blade quick coupling, and general condition. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).